Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: it was reported that the device began to dissolve (crumble) when it was being removed from the packaging. If that correct? Did the circulating or scrub nurse note the integrity of the packaging for example was the seal intact, were any holes or pin holes noted in the primary packaging?

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2019 and the mesh was used. It was reported that already at the removal from the packaging, the patch seemed unusually unstable and already began to dissolve. It was also reported that the surgeon tried to place the product and the patch did not unfold and when the tabs were tightened so the patch became unusable. Another like device was used to complete the surgery. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Evaluation: one empty opened foil and one used device were returned for analysis. During visual inspection of the used sample, it was observed that the degradation process begun on the top assembly and bottom. Also, body fluids were found on the mesh. In addition, the foil packet was examined and no damage or defects were observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the sample condition, the device could not be investigated further.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/16/2019. Additional information was requested and the following was obtained: the following information was requested, but unavailable: 1. It was reported that the device began to dissolve, crumble, when it was being removed from the packaging. If that correct? A. Did the circulating or scrub nurse note the integrity of the packaging for example was the seal intact, were any holes or pin holes noted in the primary packaging? Customer had the impression that product already had started resorbtion before packaging had been opened.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/14/2019. Device evaluated by MFR: evaluation: no actual device was returned. Only pictures were returned for analysis. Upon visual inspection of the pictures, a used sample with body fluids could be observed. However, no conclusion could be reached on what happened as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the photo, an assignable root cause could not be determined.